Event description:
It was reported that the healthcare provider (hcp) read impedances >40 ,000 ohms. The hcp indicated that two weeks after replacement all of the impedance pairs were >40,000 on the right implantable neurostimulator (ins). The patient was still getting therapy at the time of the report. The other hcp¿s office noted that impedances done in (B)(6) 2013 showed all pairs with electrode 3 were >10,000 ohms with other pairs being normal at that time. The affected electrodes were not being used in programming. Impedances tested at this other hcp¿s office on (B)(6) 2014 taken at 1.5 volts reflected all pairs with electrodes 0 and 3 were >20,000 ohms with other pairs being normal. The last impedances recorded on (B)(6) 2014 taken at 3 volts were elevated on electrodes 0 and 3 with other pairs being in the 700¿s. The therapy impedances were within normal range on both ins¿s. The impedances were done in different positions, though the patient had limited ability to move. Up until this day the impedances on the left ins were always normal, but now all pairs with electrode 0 were between 12,000 and 20 ,000 ohms. The patient was programmed with electrode 0 on this side, so the hcp tried to take 0 out of the programming but she would get dyskinesias. The hcp tried using 1 and 3 in the programming, but then the patient¿s leg started going ¿crazy.¿ x-rays and palpation were negative for anything remarkable and the patient was getting good therapy and no adverse events. The hcp noted that on the right side the lead-extension connection was a little lower than the left, but the patient was not implanted at this hcp¿s center, so they did not have the original x-rays to compare. There was some suspicion on the x-ray of a kink or curving just about 1.2 centimeters above the lead-extension connection, but the hcp did not think this was a concern. The patient did get symptom return with stimulation off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# j0546518v, implanted: (B)(6) 2006, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# v002288, implanted: (B)(6) 2006, product type: lead. (B)(4).